Event description:
It was reported that the customer had a low blood glucose level of 45 mg/dl and was treated by paramedics. Customer was not taken to the hospital. Customer stated that this occurred around (B)(6) 2014. Customer woke up at midnight to a low reservoir alert and changed out her reservoir/set. Customer then woke up at 1:30 am and changed the battery because she received a low battery alert. Customer then woke up at 7 am to the paramedics treating her with an IV. Customer's blood glucose level was 45 mg/dl after treatment. Customer stated that the pump had gone into threshold suspend and was working correctly. Customer thinks that she did not hear the sensor alarming. Customer was not admitted into a hospital. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).